Manufacturer narrative:
The treatment tip was discarded at the customer site and not available for evaluation. The data logs from the event were reviewed and showed several errors occurred during the procedure. Errors logged were ec78a-tip force high, ed4c2-tuning failure, and ed4cf-rf under delivery. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected. According to thermage flx user manual, burns, redness, swelling, and skin discoloration are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A user facility reported that a patient had received thermage flx eye treatment and experienced burns on both of their upper and lower eyelids following the procedure. The patient reported the injury to the clinic three days post-procedure. No secondary medical intervention was reported. The patient¿s status is they have a burn injury on both upper and lower eyelids and there is a possibility of permanent damage or scarring. No other treatments were performed in the same symptom area on the procedure date or within 90 days prior. The patient does not have any history of previous aesthetic treatments in the symptom area. A solta medical reviewer examined an image of the patient injury. Bilateral involvement of the upper and lower eyelids was visible. Observation findings included erythema of the upper eyelids, areas of superficial crusting along the eyelid margins, and patchy hyperpigmentation in the periorbital regions. Mild eyelid edema is also suspected. The medical reviewer could not determine healing progression from the image however suspected there was a potential risk for post-inflammatory pigmentary alteration and possible scarring. Solta medical branded cryogen and 33% bottle of coupling fluid was used, with the highest level of treatment at 2.0. No system errors occurred during the procedure. This was the first time the treatment tip was used on a patient, and it was inspected prior to use, and every 50 pulses, with no discrepancies found. This event meets reportability requirements as the medical reviewer has deemed it a serious injury.

Manufacturer narrative:
The investigation and conclusions from our initial assessment remain unchanged.

Event description:
An updated status on the patient was received. It was reported the patient is currently receiving burn treatment in taiwan, and that their condition has improved significantly compared to the initial state. Details of the treatment were not provided. A solta medical reviewer examined updated photos of the patient and observed the patient showed marked improvement. Facial swelling had substantially decreased, particularly in the periorbital areas. Erythema was diminished, and the previously inflamed regions appeared less irritated. Residual mild discoloration and healing lesions were present, but the overall skin integrity had improved.